Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic backup bvvi was observed on the device. Upon review, it was determined that the cause of backup was that device has reached eri. Patient was asymptomatic. The device was explanted and replaced the same day. Patient was in stable condition.